Manufacturer narrative:
As reported by the exactech truliant knee clinical study, approximately three years post initial left side tka for primary osteoarthritis, the obese female patient experienced instability of left knee. Patient had conservative measures over the last year consisting of activity modification, assistive device use, non-steroidal anti-inflammatory drugs (nsaids), physical therapy, and weight loss attempts were unsuccessful, and gross global extension and flexion instability were observed, surgeon endorsed synovectomy and liner exchange to patient. Patient had a revision on (B)(6) 2020. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent revision for instability cannot be conclusively determined; however it is most likely related to patient conditions as associated with the interaction between the implanted device and the patient due to patient illness (obesity), unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
As reported by the exactech truliant knee clinical study, approximately three years post initial left side tka for primary osteoarthritis, the obese female patient experienced instability of left knee. Patient had conservative measures over the last year consisting of activity modification, assistive device use, non-steroidal anti-inflammatory drugs (nsaids), physical therapy, and weight loss attempts were unsuccessful, and gross global extension and flexion instability were observed, surgeon endorsed synovectomy and liner exchange to patient. Patient had a revision on (B)(6) 2020. No additional information.